Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution the battery pins were replaced. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself shortly after powering on. No further information was provided by the customer. There was no patient use associated with the reported event.